Manufacturer narrative:
(B)(4). Date sent: 10/14/2024 d4: batch #620c17 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tr45w (b) reload was received with no apparent damage and partially fired 1/10 with two protruding staples and with the reload lock out spring normal. No functional test could be performed due to the condition of the reload. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 620c17, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, after setting, staple was replaced because it was protruding. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.